Event description:
Senseonics was made aware of an incident where user reported an unsuccessful sensor removal attempt on (B)(6) 2025 from the upper left arm, during which an incision was made to attempt to remove the sensor. It is unknown whether the sensor was palpable prior to the incision or whether a transmitter, ultrasound, or magnet was used to localize the sensor, as the hcp remained unresponsive to follow-up. No tentative date for a subsequent removal attempt was provided. Per review of the data management system (dms), the user is currently using the system with a new sensor and is receiving up-to-date information."

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.